Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown liner, lot #: unknown; item #: unknown, unknown cup, lot #: unknown; 11-301310 arcos con sz a hi 50mm 668090. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02020.

Event description:
It has been reported patient underwent hip arthroplasty was revised three and a half years later due to implant fracture and pain. Patient felt grinding sensation in hip and experienced pain. X-ray showed the distal and proximal stems had both fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of radiographs, which noted a fracture of the femoral stem of the left athroplasty. Product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.